Manufacturer narrative:
H6. Medical device problem code: 2993 adverse event without identified device or use problem was removed. An event of patient-device incompatibility (implant related to pericardial effusion and shortness of breath) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported implant related to pericardial effusion could not be determined. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances as the patient remained in the hospital, medication was provided, and pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From cine review: limited images captured during the procedure. There appears to be a very small transverse sinus present at the beginning of the procedure. Device appears to be implanted per IFU. There are no images of post release of the device but based on the location of the disc prior to release, it is likely that the disc was not on the pulmonary vein ridge and may have had a final placement close to the thin portion between the laa and transverse sinus.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient was atrial paced. The transseptal puncture was mid/mid. The interatrial septum was noted as being thick. Heparin was administered during procedure, and the patient's activated clotting time (act) level was 269 seconds. The device was successfully implanted without any recaptures. On (B)(6) 2024, the patient was discharged without incident on dual antiplatelet therapy (dapt). On (B)(6) 2024, the patient returned with shortness of breath. A transthoracic echocardiogram (tte) showed a pericardial effusion. A pericardiocentesis was performed. The user believed that the pericardial effusion was caused by the amulet occluder.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. The device was successfully implanted. On (B)(6) 2024, the patient was discharged without incident. A few days later, the patient returned with shortness of breath. A transthoracic echocardiogram (tte) showed a pericardial effusion. The patient status was reported as stable.